Manufacturer narrative:
Final analysis of neurostimulator model 37702, serial # (B)(4), showed ins connector port; damaged balseal connector. #1, 2, 3, 4, <(>&<)> 5 balseals damaged. There was suspected body fluid between the outer cover and molded rubber. There was no visable cracked in outer cover and no impact on perfomance.

Event description:
It was reported there was an issue with a surgical procedure involving the ins. The patient had a battery replacement surgery and when the 37702 new out of box ins was placed in the pocket, the healthcare professional noted fluid in the header block. There was a crack in the header block of ins. No diagnostics were done. The ins was not used. The patient was implanted with a new, intact ipg and surgery was concluded. The patient recovered without sequelae and was doing great.

Manufacturer narrative:
Product ID 7427v, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012. Product typ: implantable neurostimulator: product ID 74002, lot# n303303, implanted: (B)(6) 2012. Product typ: adapter: product ID 3987a, lot# n086832, implanted: (B)(6) 2006. Product typ: lead: product ID 3987a, lot# n086832, implanted: (B)(6) 2006. Product typ: lead: product ID 37744, serial# (B)(4). Product typ: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.